Manufacturer narrative:
The insulin pump was received with blank display anomaly due to cracked and bleeding lcd. We were unable to performed displacement, rewind, seating and basic occlusion due to cracked bleeding lcd. The insulin pump was received with cracked reservoir tube lip, cracked case at battery tube side and cracked case at display window corner.

Event description:
It was reported via phone call that the insulin pump has a cracked screen. The key sheet is damaged; the main part has a crack. The customer's blood glucose was unknown.